Manufacturer narrative:
Retainer ring = black. Customer complained about the insulin pump having critical pump error, blank display anomaly, crack on the battery tube area and moisture damage on event date of (B)(6) 2021. Device not received with critical pump error after battery insertion. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The download history files and traces were successful using thus. Successfully downloaded firmware using crest. X-test was used to download bootloader traces and was successful. No evidence critical pump error in the bootloader traces. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms/alerts/anomalies noted during testing or in the history and trace file. The device was cut open with corrosion on the force sensor assembly, moisture damage on the motor assembly, moisture damage on the lcd assembly, corrosion on electric board and corrosion on electric board 2 noted during visual inspection of the electronics. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, cracked case at belt clip rail corner, cracked battery tube threads, corrosion on battery tube and scratched case. Device was not confirmed for critical pump error during testing and was not present in the bootloader trace. Device was not confirmed for blank display during testing and was not present in the history or trace files. Device passed required testing. Device confirmed for cracked case at belt clip rail corner. Confirmed for moisture damage on the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was blank and it was alarming. Customer stated that critical pump error occurred. Customer stated that insulin pump was exposed to moisture. No additional details were provided relating to the event. Customer noticed a crack on battery side of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.